Event description:
It was reported that when the patient presented for a follow-up, the device was found to be inappropriately mode switching. The physician elected to make no programming changes. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.